Event description:
User medwatch received: event description: skin grafting instrument malfunctioned, resulting in a sub par graft. Surgeon completed procedure after malfunction but additional surgery was needed (10 minutes). Graft will heal with less than optimal aesthetic appearance of foot.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is (B)(4), the last repair was on (B)(6) 1990, for a non related issue. The inspection found that the device was out of calibration on both sides. The cause of the reported complaint was an out of calibration device with worn components. These were due to a lack of preventative maintenance. The instruction manual states: "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.